Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager had frequent failure. A field service engineer applied conductive grease to the spade connectors on the micro switches on the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, smart remote manager had frequent failure. The customer stated that the malfunction occurred while the users were trying to remove refrigerated vaccines, caused a few minutes delay in accessing medication because the smart remote manager would not open. However, no patient harm reported. There were no adverse events or injuries reported based on this event.